Event description:
Facility alleges pt reaction during dialysis. Don reported reaction occurred 15 min into dialysis, when new dry dialyzer was used after wet pack clotted. Pt c/o sob. Treatment stopped and pt transferred to hosp. Returned for next dialysis without problem.